Manufacturer narrative:
H.6. Investigation: the customer reported that the renumber message to lis frequently does not contain the barcode (c-number) which leads to several follow up issues including: screen sync failures and duplication of orders. This was recorded against synapsys, material number 444150 serial number (B)(6). . This was determined to be a bug in the synapsys software. This was captured as a system change request ((B)(4). ) and will be addressed in a future version. The issue was resolved for the customer on site. This was a confirmed failure of a bd product, the root cause was a bug in synapsys. Bd will continue to monitor for trends associated for trends associated with this issue.

Event description:
It was reported that while using bd synapsys¿ application workflow errors were observed by the laboratory personnel. There was no indication that erroneous results were received and there was no report of patient impact. The following information was provided by the initial reporter: " renumber message does not contain barcode quite frequently. "

Event description:
It was reported that while using bd synapsys¿ application workflow errors were observed by the laboratory personnel. There was no indication that erroneous results were received and there was no report of patient impact. The following information was provided by the initial reporter: " renumber message does not contain barcode quite frequently. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.